Event description:
Device malfunction: none. Time of symptoms/ae: four hours after the procedure. Symptoms/ae: chest pain, v-fib, death. It was reported that the patient had a stenting procedure in 2007. The procedure was completed without incidents. Four hours post-procedure, the patient complained of chest pains and went into ventricular fibrillation and subsequently expired. The physician reported that event had nothing to do with the stent procedure or the product used. Additional information has been requested.

Manufacturer narrative:
.